Event description:
It was reported that the cuff on the tube failed during a thyroid procedure, no other details of the nature of the failure were available. There was no patient impact and the procedure was successfully completed. No patient details were immediately available to the rep. The rep feels that the cuff may have come into contact with and been accidentally cut by the glide scope that was also in use during the procedure. The rep believes the patient was likely re-intubated.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The product analysis found that from visual evaluation, no obvious damages were noticed on the working length of the tube. There was obvious evidence of bio-residue, confirming that it was used. A leak test was performed using a 10 ml syringe to inflate the cuff under water. Upon inflation, water bubbles were noticed at the cuff assembly. Under magnification, a small pin-size hole was visible on the cuff close to the distal end of the tube. The puncture on the cuff is likely attributed to possible procedural factors encountered during the procedure which may include but is not limited to the manner in which the product was handled/used by the customer and/or customer inadvertently maneuvering the cuff during intubation which likely caused the cuff to come in contact with another sharp object. Method: microscopic inspection. (B)(4).